Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that in (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted and the procedure was discontinued. The final mr was reduced to grade 2+. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, the patient had a follow-up echocardiogram when it was determined that a single leaflet detachment (slda) occurred and the clip was no longer attached to the leaflet. The mr returned to grade 4+. The patient was referred to a secondary procedure. No additional information was provided.